Manufacturer narrative:
Device was returned and evaluated the investigation results are as follows: the complaint the v-go became loose could not be confirmed.

Event description:
The patient reported that the v-go became loose yesterday on (B)(6) 2019 after only having it on for approximately 18 to 19 hours. The patient did prepare the infusion site correctly by cleaning the area with a alcohol swab and letting the area dry. The patient mentioned that when the v-go became loose that the needle had scratched him. The patient discarded the v-go from yesterday (B)(6) 2019.